Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The femoral impactor broke during surgery.

Manufacturer narrative:
The device associated with the reported event was not returned for evaluation. The product lot code was not provided. Complaints database searched on product code 254401006 identified similar complaints received previously. This failure is associated with environmental stress cracking (esc) of polymers. The attune femoral/tibial impactors are made from radel. One of the conditions required for esc to occur is residual stresses in the part. Residual stresses occur in moulded parts due to differential cooling of moulded parts. In theory by reducing residual stresses in the part, the occurrence of esc can be significantly reduced. Annealing is a process widely used in the industry to reduce residual stresses in parts. Annealing can have a potential side effect on reduced long term durability of the device; hence further testing is required before implementing the solution. The attune femoral impactor has been annealed for testing. If the tests indicate a reduction in residual stresses and no detrimental effect from annealing, the solution would be implemented in future lots. The current investigation could not draw any conclusions about the reported event based on the lack of the device to examine and insufficient product information. The complaint shall be closed with a unjustified conclusion it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.